Event description:
It was reported, the bronchovideoscope was showing scope error e237. The issue occurred during preparation for use of a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus did confirm no image but could not confirm the e 237 error. Olympus presumes from the following device inspection result that the image sensor unit was broken by kink of the insertion section, which led to no image. Olympus could not specify root cause of the suggested event conclusively. Olympus will continue to monitor field performance for this device.